Manufacturer narrative:
No device was returned for evaluation as a decision was reached with the physician and patient to not perform a revision surgery; as such, the device remains in-situ. Radiographs were able to confirm the reported event. Review of the radiographs confirmed there was a rod connector disassociation at the left c2 pedicle screw, though identification of a connector separation from the screw or a loose connection could not be confirmed. Subsequently, based on the information obtained the root cause of the reported could not be conclusively determined. Labeling review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, caution and precautions. Correct mating of system components should also be considered at each component interface, such as screwdriver-screw, rod-tulip rod slot, etc. Incorrect or inadequate mating of such components may result in further surgical delays or compromised construct integrity." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Postoperative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
A posterior fixation case was performed on spinal levels c2 to t2 on (B)(6) 2022. During a subsequent post-operative examination it was determined that the rod connector of the left c2 pedicle screw had disassociated from the screw shank. No report of patient impact associated with the reported event and no revision is planned.